Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration. The clinician noted the patient's infection, nerve encroachment, poor bone quality/quantity, bone loss, pain, bleeding, implant mobility and hypersensitivity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.